Manufacturer narrative:
The microcatheter was returned for evaluation. The tubing was confirmed to be broken, however, the broken pieces were held together by internal enforced coil. The cause cannot be determined. (B)(4).

Event description:
Coiling treatment was conducted at an aneurysm. It was reported upon positioning the headway 17 microcatheter at the treatment site, the distal markers did not appear to be moving. As the catheter was pulled proximally, the catheter appeared to have broken. A balloon was used to position the catheter tip. The entire catheter was withdrawn into and removed with the guide catheter successfully. No injury was reported with the patient as a result of the procedure.